Event description:
As reported by the affiliate, a 5x50mm palmaz blue stent experienced resistance while tracking the stent deployment system (sds) to the lesion. Then, the stent could not pass through the lesion because of strut uplift. During withdrawal of the sds, a little resistance was experienced. It was necessary to use another brand product and everything went all right. There was no reported patient outcome. During the procedure, a 5x50mm palmaz on an aviator plus balloon catheter was opened. The stent appeared to be normal prior to inserting it into the patient. No resistance was experienced while passing the sds through the 6f vista brite tip guiding catheter. However, resistance was experienced while tracking the sds to the lesion. No excessive force was applied to the device during insertion. However, the stent could not pass through the lesion because the stent had strut uplift. As the sds was withdrawn, a little resistance was experienced. The sds was withdrawn into the vista brita tip guiding catheter with the stent still on the balloon, and the sds and guiding catheter were removed as a single unit. No excessive force was applied to the device during withdrawal. It was necessary to use another brand product and everything went alright. There was no reported patient outcome.

Manufacturer narrative:
Complaint conclusion: during percutaneous transluminal coronary angioplasty with stenting, a 5x50mm palmaz blue stent experienced resistance while tracking the stent deployment system (sds) to the lesion. Then, the stent could not pass through the lesion because of strut uplift. During withdrawal of the sds, ¿a little¿ resistance was experienced. There was not patient injury reported. The target lesion location, calcification, tortuosity and stenosis rate are unknown; however the lesion was not a chronic total occlusion. During the procedure, a 5x50mm palmaz on an aviator plus balloon catheter was opened. The stent appeared to be normal prior to inserting it into the patient. No resistance was experienced while passing the sds through the 6f vista brite tip guiding catheter. However, resistance was experienced while tracking the sds to the lesion. No excessive force was applied to the device during insertion. However, the stent could not pass through the lesion because the stent had strut uplift. As the sds was withdrawn, ¿a little¿ resistance was experienced. It is unknown if the resistance was between the sds and the vessel or the sds and the guiding catheter. The sds was withdrawn into the vista brita tip guiding catheter with the stent still on the balloon, and the sds and guiding catheter were removed as a single unit. No excessive force was applied to the device during withdrawal. There was no patient injury and the procedure was completed with a different device. One non sterile aviator plus 5.0mm x 20.0mm was received coiled inside a plastic bag. The balloon was not inflated. The stent was received mounted in the balloon. Struts flared on proximal end of stent were observed. No other anomalies were observed in the returned device. Stent marks were observed in the balloon. Insertion withdrawal test was performed with lab sample 6f .070 envoy, catheter was introduced without difficulty and resistance was felt in the lumen of the gc due to struts flared on proximal end of stent. Insertion withdrawal test was performed with lab sample 5f csi, the catheter was introduced with difficulty and resistance was felt in the lumen of the csi due to struts flared on proximal end of stent. Dimensional analysis was not performed since any resistance or friction was felt in the gw inner diameter and outer diameter proximal seal. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported tracking difficulty, strut uplift ¿ proximal and withdrawal difficulty experienced by the customer was confirmed through analysis of the returned device. However, the exact cause could not be conclusively determined. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. While vessel characteristics are unknown, the information available for review suggests that procedural factors (difficulty tracking the device to the lesion) may have contributed to the damaged stent condition and ultimately difficulty withdrawing the device. The device was used for stenting within the coronary arteries. Per the instructions for use, the palmaz blue stents are intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and for palliation of malignant neoplasms in the biliary tree. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Correction: upon further review, withdrawal difficulty was added as a code to this device as it was mentioned that there was a little resistance experienced during removal. (B)(4). Additional information was received by the affiliate that the intended procedure was a percutaneous transluminal coronary angioplasty with stent. The target lesion location, calcification, tortuosity and stenosis rate are unknown; however the lesion was not a chronic total occlusion. During withdrawal of the sds, it is unknown if the resistance was between the sds and the vessel or the sds and the guiding catheter. There was no patient injury. Product analysis: one non sterile aviator plus 5.0mm x 20.0mm was received coiled inside a plastic bag. The balloon was not inflated. The stent was received mounted in the balloon. Struts flared on proximal end of stent were observed. No other anomalies were observed in the returned device. Stent marks were observed in the balloon. Insertion withdrawal test was performed with lab sample 5f csi, the catheter was introduced with difficulty and resistance was felt in the lumen of the csi due to struts flared on proximal end of stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures stent delivery system (sds) tracking difficulty and stent strut uplift-proximal reported by the customer was confirmed during analysis since the stent was found damaged and resistance was felt during the insertion withdrawal test; however the exact cause of the failure could be not determined. Controls are in place to prevent defective from stent placement. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. No corrective action will be taken at this time. Additional information is pending and will be submitted 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending a will be submitted within 30 days upon receipt.